Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, post procedure under fluoroscopy, the hydrophilic tip was noted to have detached inside the patient, exposing the tip of the metal core wire. The detached fragment remained in the patient's hepatic duct. The procedure was completed with a dreamwire guidewire. There were no patient complications reported as a result of this event. The physician did not feel that the fragment will pass naturally and kept the patient under follow up.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was peeled, exposing the corewire by approximately 1.0cm. The tip of the metal corewire was not exposed. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was peeled and the tip of the metal corewire was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, post procedure under fluoroscopy, the hydrophilic tip was noted to have detached inside the patient, exposing the tip of the metal core wire. The detached fragment remained in the patient's hepatic duct. The procedure was completed with a dreamwire guidewire. There were no patient complications reported as a result of this event. The physician did not feel that the fragment will pass naturally and kept the patient under follow up.